Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Subsequently, this device was explanted and replaced. The pacemaker is not expected to be returned to boston scientific for analysis as it was discarded during the procedure. No additional adverse patient effects were reported.